Manufacturer narrative:
Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 305-587 mg/dl with a small level of ketones. Correction bolus and manual insulin injections were administered. Customer reported pump basal/carbohydrate ratio settings had been changed by the healthcare providers and related as a possible cause of the elevated bg. Reportedly, customer refilled/reused the cartridges. Tandem technical support informed the customer that per the user guide, not to refill/reuse cartridges.